Event description:
Catheter sheared off in patient during procedure. Catheter tip retrieved with snare device. The diagnostic catheter was being exchanged and the tip of the catheter was avulsed from the body while retrieving the catheter over the aortic bifurcation where 2 iliac stents were from a previous intervention. The tip of the catheter was positioned over the aortic bifurcation. To retrieve this catheter tip a 6f sheath was placed into the left femoral artery. Heparin, 5000 units was administered intravenously. A goose neck snare was positioned into the iliac artery. The right femoral guidewire which was through the catheter tip was slowly moved proximal to the snare. Attempts to advance the wire through the snare were frustrated by the retained catheter tip buckling into the aorta. The wire was now in the proximal iliac artery. A glidecatheter was then advanced through the right femoral sheath to the retained catheter tip to act as a buttress while the guidewire was advanced. This was partially successful and the wire advanced. The wire could not be advanced through the snare, so the snare was advanced proximally to the wire which was successfully snared and retrieved through the left femoral sheath. A 23cm 6f sheath was then exchanged into the right femoral artery. A glidecatheter was advanced over the wire from the left sheath and used to push the retained catheter tip into the 6f sheath. The right sheath was removed and the retained catheter tip identified and removed from the wire, the sheath was replaced.